Event description:
It was reported bd pen ndl 32g 4mm pro 14 bag 700 case jpx had 3 instances of blockage, 2 instances where the pen needle would not attach to the pen properly and 2 instances where the pen needle would not detach properly. The following information was provided by the initial reporter, translated from (B)(6): "there were several bottles in which the chemical solution did not come out of microfine pro. There is something that does not fit firmly, and the needle does not comes off when I try to take it."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/8/2022. H.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No. Cat. No. 320559. An attachment of the pen needle sample to/from a pen was carried out and no issues were observed. A clog test as per tp700483 was also carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported bd pen ndl 32g 4mm pro 14 bag 700 case jpx had 3 instances of blockage, 2 instances where the pen needle would not attach to the pen properly and 2 instances where the pen needle would not detach properly. The following information was provided by the initial reporter, translated from japanese: "there were several bottles in which the chemical solution did not come out of microfine pro. There is something that does not fit firmly, and the needle does not comes off when I try to take it."